Manufacturer narrative:
The exhalation valve was reassembled by the end user to resolve the issue. A: customer contact reports no patient information is available. D4 unique identifier: (B)(4). Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718. A: customer contact reports no patient information is available. D4 unique identifier: (B)(4). Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
The hospital reported a malfunction resulting in the over-delivery of pressure during a case. There was no patient injury.